Event description:
It was reported that the pump was causing pain at the pump site in the patient¿s left abdomen. It was noted that the patient had recently lost significant weight. Surgical intervention was taken to move the pump from the left abdomen to the left buttock. At the time of report, there was no patient injury. The device system was used to deliver fentanyl and bupivacaine. That same day, it was reported that the patient was uncomfortably located in her abdomen. A revision surgery was to take place, on the day of report, to move the pump to the patient¿s buttock. The reporter believed that the catheter would be aspirated to confirm patency and the drug concentration would be changed. Two days later, it was reported that the weight loss was intentional. The patient was walking a lot and had previously put on some unwanted weight. It was indicated that the therapy was working well. Eight days later, it was reported that the pain at the incision site was an ongoing event.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the event had resolved without sequela as of (B)(6), 2013.

Event description:
Additional information was received. It was reported that, along with the surgical repositioning of the device, the catheter was revised to accommodate the new pump site.